Event description:
A caller reported experiencing a cartridge alarm with their insulin pump, specifically cartridge alarm 20. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by confirming the need for a replacement pump due to repeated cartridge alarms and sent the caller a replacement pump with updated software. The customer was instructed on preparing the old pump for return and provided with instructions for programming and connecting their continuous glucose monitor to the new pump. The caller was informed to return the problematic pump within ten days to avoid charges. The caller acknowledged and understood all instructions given by the support team.